Manufacturer narrative:
Samples from patient 3, 4, and 7 were submitted for investigation and tested on an abbott architect. The results for all three samples were reactive.

Manufacturer narrative:
A specific root cause could not be determined. Based on the information provided, no product problem was found. Based on the investigation results, samples identified as 2, 3, 4, 6, and 8 from the attachment to the initial medwatch report were considered to be true negative with the a-hcvii assay. For samples identified as 5 and 7 on the attachment to the initial medwatch report, no final assessment can be given due to an indeterminate blot result. It cannot be excluded that the elecsys result was correctly negative. For final clarification, a follow-up sample is highly recommended. Patient history and further clinical data should also be taken in account.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6). Expiration date was provided as "nov/2016."

Event description:
The customer performed a study related to blood screening for about 2000 samples using an unknown roche analyzer. The repeat results for 24 samples did not confirm the initial results for hiv combi, elecsys hbsag immunoassay, and elecsys anti-hcv ii immunoassay. Neither the hiv combi reagent nor a similar product is sold in the us. Of the data provided, only the results for seven samples for anti-hcv were a reportable malfunction. Refer to the attachment to the medwatch for all patient data. Information concerning if any erroneous results were reported outside the laboratory or if any patients were adversely affected was requested but it was not provided. Samples were submitted for further investigation. The reagent was past the stated expiration date at the time of testing.